Event description:
Customer reported device = 545 mg/dl. Customer went to the hospital. Hospital device = 111 mg/dl. No treatment was received but customer remained in the hospital for two hours prior to being released. Controls were in range. A request was made for return product and replacement product was sent.